Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: investigation revealed that the pump powered on to the verify menu with the appropriate audible vibratory alert. The battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. No evidence of moisture or contamination was noted inside the battery compartment. The battery cap was unable to tightly secure to the pump due to damaged cap threads and damaged battery casing. No moisture or corrosion issues were noted inside the pump. No issues were noted with the terminal contacts. The reported no power issue was unable to be duplicated during testing. Unrelated to the complaint, the keypad buttons were found to be unresponsive. Also unrelated to the complaint, the audio bolus button cover was found to be detached. A damaged keypad and bolus button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.